Event description:
Caller reported a power source alert. There was no adverse impact to the customer's blood glucose level. Customer was using a laptop usb port to charge the pump, and technical support advised trying a different usb port and using a wall adapter without success. Support recommended plugging the pump into a working outlet for at least 30 minutes to begin charging. The patient declined further follow-up, deciding to call back if needed.